Event description:
It was reported that during the procedure, it was found that there was something wrong with the pedal. The laser could not be fired. The procedure was then cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). Inspection by the fse found that the second hr mirror was broken. The mirror was replaced, the optical path was readjusted, and the laser was tested and found to be working normally. Based on the information available, it is probable that the damaged mirror was not delivering the correct amount of energy to the pyro board resulting in the reported event. The manufacturer is further investigating to determine root cause, and if additional actions are required.

Event description:
It was reported that during the procedure, it was found that there was something wrong with the pedal. The laser could not be fired. The procedure was then cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.